Event description:
User experienced 3 pt samples with discrepant sodium results. Sample 1: initial result gave 126; repeat gave 132 mmol per l. Customer stated that he did not report out the pt results.

Event description:
User experienced 3 pt samples with discrepant sodium results. Sample 2: initial result gave 130; repeat gave 137 mmol per l. Customer stated that he did not report out the pt results.

Event description:
User experienced 3 pt samples with discrepant sodium results. Sample 3: initial result gave 134; repeat gave 143 mmol per l. Customer stated that he did not report out the pt results.

Manufacturer narrative:
The field service rep was unable to determine the cause. He checked ise tubing and changed all electrodes. Diagnostics, precision calibration and controls were run to verify analyzer performance.

Manufacturer narrative:
The field service rep was unable to determine the cause. He checked ise tubing and chanted all electrodes. Diagnostics, precision calibration and controls were run to verify analyzer performance.

Manufacturer narrative:
The field service rep was unable to determine the cause. He checked ise tubing and chanted all electrodes. Diagnostics, precision calibration and controls were run to verify analyzer performance.